Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the implantable cardioverter defibrillator (ICD) interrogated an increasing high pacing impedance and threshold in the right ventricular (rv) channel. Atrial far-field signals were noted on the rv channel but was not oversensed. The physician opened the pocket and lead connection troubleshooting was performed resulting in a no confidence on the ICD. The ICD was removed and a new ICD was implanted. It was further reported that the right atrial (ra) lead was attempted to be implanted but not used due to oversensing of noise. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.